Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 31-mar-2024, two infusion set was fell off during use and infusion set is long for couple of days. No further information available.